Event description:
It was reported to philips that the device's host computer failed to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting. A review of the system logfiles, an issue with os disk. Fse replaced the hard disk of the host pc and reloaded the system image software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.